Event description:
It was reported, the patient was confused and had a delayed response. It was noted, the patient was taken to the ER and the pump was turned to minimum rate. It was reported, the patient was later hospitalized for a low heart rate. It was reported there was an altered mental status and overdose symptoms of delayed response and sleepy. It was reported there was hospitalization and reprogramming as a results of the event. It was noted, the logs were checked. The patient status was noted as alive with no injury. The pump was used to deliver hydromorphone and bupivacaine. Additional information reported there were no issues found in the logs. It was noted, the patient was released from the hospital and had a follow up appointment with their health care provider (hcp). It was stated the dose was changed from minimum rate to 2.0mg/day to see if that dose worked for the patient. It was noted their previous dose was 4.5mg/day. It was later reported, the patient was back on 4.5mg/day and receiving effective therapy.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).